Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, DHR requested - other reasons, harm reported with no reported allegation of a device malfunction. The customer reported hypoglycemic shock treated with glucose/carb intake. The event involved product(s) mmt-1884l, mmt-342, mmt-441a. Customer reported low bgs. Customer does not feel ok to troubleshoot. No further patient complications were reported. Troubleshooting was performed and carb was taken. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for mmt-441a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported, having a low blood glucose value of 29mg/dl on (B)(6) 2024. Customer treated the low with carbohydrates. There was no hypoglycemic shock. Customer is a brittle diabetic. No symptoms of low were reported. Customer declined troubleshooting. It was unknown, if pump was used within 48 hours of the low. Since sensor was not used, smartguard could not have been used. It is unknown, if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.